Manufacturer narrative:
In response to FDA report number: mw5085336. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results was found to be acceptable they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Review of all complaints for molds for the period of (B)(6) 2017 through (B)(6) 2019 related with mfg date and found no adverse trend in the event rate regarding the reported event. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, was noted an outlier in (B)(6) 2017. An additional analysis was performed to determine any pattern or relation between pr¿s involved. It was found one pattern, but it is not related to an infection issue. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "autoimmune issues, a chronic fungal infection of the skin and sinuses, itching, inflammation, rashes on and around my breasts, burning sensation inside breasts, dizziness, nausea, fibromyalgia, sharp chest pain, pain, joint and muscle pain, headaches, chronic fatigue, dry eyes, memory loss, brain fog, inability to function, tremors, anxiety, vision changes, blurry vision, double vision, dry eyes and mouth, blacking out, gastritis, ibs, weight loss, insomnia, metallic taste, temperature sensitivity, hot/cold flashes, extremities discoloring, c-diff, pus discharge leaking form my nipples." The device has been explanted. This record is for the left side.